Manufacturer narrative:
(B)(4) - during initial assessment of the returned device, an event of increased intraperitoneal volume (iipv) was found in the patient logs occurring on (B)(6) 2010 at 09:48:10 with drain volume of 4166ml during cycle 4. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted.

Manufacturer narrative:
(B)(4) - the assignable cause of the iipv found in the device logs was determined to be insufficient drain, one or more cycles advances to the next fill when slow /no flow occurred above the minimum drain volume threshold. The assignable cause of the hp's death was undetermined via device evaluation. The service history review revealed the previous return of the device was not for the reported problem of iipv or patient death. Baxter will continue to monitor for similar reports to determine if further actions are required.

Event description:
Baxter contacted the home patient's(hp) nurse (rn) regarding a prior home choice alarm issue stated that the hp had passed away. On (B)(6) 2011, baxter spoke with the peritoneal dialysis nurse (pdrn) who remarked on the hp's severe cardiac history and his need for another leg amputation. The pdrn stated that the hp had declined rapidly in his last month at the nursing home (nh). One week prior to his death, the physician visited and discussed palliative/end of life care with the hp. The pdrn stated that she had been alerted by the nursing home rn on (B)(6) 2010 that the hp had some draining difficulties that required alarm bypass, but when the hp later repositioned, the drain volume increased to 4166 ml. The pdrn stated the cause of death was cardiac- related to severe cardiomyopathy, and was not due to the baxter device.